Manufacturer narrative:
Complaint conclusion: as reported, the cath lab tech prepped the 6/7f mynxgrip vascular closure device (vcd) and stated that the balloon inflated, the check valve bled out saline, but when he pulled negative on the syringe, the balloon would not deflate. He reached for a second device of the same size, and the same thing happened. There was no patient injury. The user was trained on the device. The vessel size was 6mm. The procedure type was interventional. An unknown 6f sheath was used. The device was not returned for analysis. A product history record (phr) review of lot f1904503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation issue experienced could not be determined. Based on the information available for review, it is not possible to determine what may have contributed to the deflation issue reported. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive action will be taken at this time. This is one of two reports submitted for the same event. Please reference MFR report #s: 3004939290-2019-01266.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cath lab tech prepped the mynxgrip vascular closure device (vcd) 6f-7f and stated that the balloon inflated, the check valve bled out saline, but when he pulled negative on the syringe, the balloon would not deflate. He reached for a second device of the same size, and the same thing happened. There was no patient injury. The products are not available for analysis. The user was trained on the device. The vessel size was 6mm. The procedure type was interventional. An unknown 6f sheath was used.